Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not sensing closed due to lose connections. Reseated the sensor and latch connections, rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed and could not be opened during a spine surgery. Customer added that the tray was obtained from another station and that the station was swapped after the surgery. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed and could not be opened during a spine surgery. Customer tried to recover and reboot, and the affected drawer did not make "clicking" sound indicating that it was unlocked. Customer added that the tray was obtained from another station and that the station was swapped after the surgery. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-may-2022 to 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not sensing closed due to lost connections. Reseated the sensor and latch connections, rebooted the station to resolve. The system functioned as intended after troubleshooted by the field service engineer.